Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused bleeding/hemorrhage, granulation, migration, and secretion. Study: sinha t, ho ta, van der rijst n, lashari b, weir m. Safety of hybrid bronchial stents in transplant airway complications: a single center experience. J thorac dis. Jun 2022;14(6):2071-2078. Doi:10.21037/jtd-21-2003

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.